Manufacturer narrative:
The insulin pump was received with blank display due to faulty interface board component. It was also received with cracked reservoir tube lip, scratched lcd window and scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the display on the insulin pump went blank. Blood glucose value was 10.9 mmol/l. It was stated that the display remained blank after changing the battery. The insulin pump was replaced and returned for analysis.